Manufacturer narrative:
H.6 investigation summary: material #: 367324. Lot/batch #: 2187210. Bd had not received samples or photos for evaluation. Therefore, 50 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to leakage were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leaked at the hub of vacutainer. Patient impact was not reported. The following information was provided by the initial reporter: . Customer reports that when drawing the sample, the blood came out where the hub of the vacutainer and butterfly meet. They were fully screwed together.

Event description:
It was reported that during use with a bd vacutainer® push button blood collection set blood leaked at the hub of vacutainer. Patient impact was not reported. The following information was provided by the initial reporter: customer reports that when drawing the sample, the blood came out where the hub of the vacutainer and butterfly meet. They were fully screwed together.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. The initial reporter also notified the FDA in november 2022. Medwatch report: #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.